Event description:
The caller reported that the cartridge leaked insulin on two different days, with incidents occurring consecutively. The customer's blood glucose level exceeded 500 mg/dl, displaying as "high." To address the high blood glucose, the customer administered a correction injection via manual insulin therapy. The caller successfully changed the cartridge and resumed insulin therapy.